Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemic events with a reported low of 50 mg/dl, after lowering continuous glucose monitor settings, and the agent advised allowing the ilet to continue adapting to the new settings; at the time of the call, blood glucose was in range and education and troubleshooting were completed. Symptoms included low glucose. Outcomes included need for oral glucose treatment. Investigation included customer interview and review of available information. Investigation of this case revealed no device malfunction reported and that the event resolved with standard guidance. It was concluded that the cause of hypoglycemia was unclear and the device functioned as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.